Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires on the jaws became exposed during the case. The harvester removed the hp2 from the cannula to dispose of some fatty tissue using the mosquito. It was at this point the harvester noticed the wires on the jaws were exposed. A new device was used to complete the procedure. There was no procedural delay. The patient was not harmed.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw (B)(4). A lot history record review was completed for lots 3000446489, 3000444484, and 3000438067 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.